Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the smartport product family and the failure mode "catheter difficult removal. " no adverse trend was indicated. The end user hospital's reported complaint description of difficult removal due to fibrin sheath and rough catheter surface could not be confirmed as no sample was returned. Without receiving product for evaluation we are unable to definitively determine a root cause fo this incident. Fibrin formation is a potential complication listed in the device directions for use. Patient anatomy and drugs used during treatment may have contributed to the reported issues. (B)(4).

Event description:
As reported by hospital regarding a smart port: "we removed a right chest angiodynamics 6.6 port today and it was a difficult removal due to fibrin sheath. The catheter surface looked rough." No device will be returned. No patient injury.